Manufacturer narrative:
D4: serial number and UDI was not made available at time of event. Diagnostic/functional testing was performed at the philips authorized biomedical engineer, who was onsite and tested the unit and found no issues as the device was working to per specification. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the issue without being connected to a patient the oxygen saturation was reading 94%. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: received information and updated the serial number, UDI and mfg date.